Event description:
It was reported that on 15 november 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The xtw (lot: 30825a2071) mitraclip was advanced above the valve and gripper function check was performed. When attempting to test the anterior gripper, it would not lower. Multiple troubleshooting techniques were unsuccessful. The clip was removed from the patient. Testing was performed and the grippers were able to function. A replacement xtw (lot:30825a2014.) Mitraclip was then implanted successfully, along with a mitraclip xt. A total of two mitraclips were implanted, reducing mr to grade 2. There was no patient consequences and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported inability to move the gripper cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.